Event description:
Physician reported that a study patient had passed away sometime after the one year study follow-up period. The patient information was not given nor was the exact death date. No other relevant information has been received to date.